Event description:
It was reported when using the bd pyxis medstation es system drawer was jammed. The customer added that this malfunction occurred during the user trying to dispense medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1 right side rail fell apart and the wire had been cut by the cage from the rail. The field service engineer replaced side rail, latch sensor and drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.